Event description:
It was reported that the device exhibited error 41622. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
D9: 7/8/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. The downstream occlusion seal was replaced as a precaution. The software was updated a review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.